Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. No prior alert was shown. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display due to corrosion and rust just about everywhere inside. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails has rubbed off and become illegible, and the middle keypad button is cracked.